Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that during a clinical study of the fortilink-ts system it was discovered that a revision surgery had taken place due to patient pain, non-union, and non-fusion. The index surgery was performed on (B)(6) 2019 for increasing right l5-s1 foraminal stenosis. Following surgery, the patient continued to experience back pain. Revision was then performed on (B)(6) 2020.